Event description:
As reported by the user facility: brief inquiry description ail with taxol nurse flicked the tubing after removing and he reset . Detailed inquiry description the tubing was primed in pharmacy we have no lot/ batch number. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.